Manufacturer narrative:
(B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from the (B)(6) that during an unspecified surgical procedure it was observed that the air oscillator device head was turned around. It was unknown if there was a delay in the procedure due to the event, or if a spare device was available for use. There was patient involvement reported. There were no patient or user injuries reported. It was reported there was no medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. The air oscillator device was evaluated and it was observed that the coupling tool side was not functioning and was defective. It was noted that the coupling head was defective. It was also noted that the device failed pre-repair diagnostic tests for saw head assessment. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to premature wear. If additional information should become available, a supplemental medwatch report will be submitted accordingly.